Event description:
It was reported that a nurse caring for an ilet user had been announcing usual meals as smaller than consumed when the user's blood glucose was at or below target, leading to fluctuating glucose levels. This was addressed with education on proper meal announcements and oral glucose use as needed. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 57 mg/dl to 200 mg/dl as well as hot flashes/ flushes. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the care team and analysis of information provided by the user¿s nurse. Investigation of this case revealed a usage problem related to announcing incorrect size meals, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.